Event description:
The customer reported that there was a communication failure error message. This error resulted in system lock up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.